Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was not responding to insulin pump therapy as he thought it should. Blood glucose level at the time of the call was 511 mg/dl. The customer stated that he was currently treating with manual injections. The customer declined troubleshooting for the high blood glucose level. The insulin pump was not replaced or returned for analysis.